Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to dysuria and urinary flow obstruction after the device was activated. Diagnostic imaging identified an erosion of the urethral cuff to the lumen of the urethra. The aus was explanted and not replaced. On (B)(6) 2021 a new aus was implanted.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms of dysuria, obstruction ureter/urethra, and erosion is a known risk associated with an artificial urinary sphincter implant and is noted in the device instructions for use. The patient device experience is included in the labeling; therefore, is anticipated in nature. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. In addition, the IFU describes various scenarios which can result from dysuria, erosion, and urethral obstruction. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to dysuria and urinary flow obstruction after the device was activated. Diagnostic imaging identified an erosion of the urethral cuff to the lumen of the urethra. The aus was explanted and replaced with a new aus with no clinical consequences to the patient.